Event description:
Complainant alleged that while attempting to monitor a 78 years-old female patient, the device displayed a "compressor fault-3001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory logs. However, the device was put through extensive testing including o2 flow calibration testing, o2 kickstart testing, exhalation backup and autocal valve testing without duplicating the report. The compressor flow screen and the manifold were found to be dirty and replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.